Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the lateral metal bar of knee brace spontaneously snapped whilst walking and tore the patient's trousers but no injury was reported. No further information is currently available.

Manufacturer narrative:
One cool, trom advance brace, lot number 011319, was returned for evaluation. Product conditions were evaluated visually; right bar is cracked. The unit was manufactured correctly. The engineering team tried to replicate the situation reported without success, the material bends before breaking. Therefore, we can conclude that the product was most likely not given the intended use when the incident occurred.